Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The customer reported that the screws backed out from the variax distal radius plate and the plate had to be removed from the patient. The surgeon further reported that he was unsure if the screws had been tightened correctly. Procedure undertaken ¿ variax distal radius. Date of original surgery ¿ (B)(6) 2016. Patient activity post implantation ¿ plaster backslab 4 weeks with finger/thumb movement only then mobilisation. Reduction difficult due to delayed presentation, non-anatomic position accepted. Procedure carried out by my trainee with consultant, it¿s possible that the locking screws were not optimally tight. The surgeon reported that he has found that the variax screws need to be checked/tightened at the end of the fixation as some are often not fully seated despite a locking screw construct. Patient details: (B)(6), female, overweight, epilepsy.